Event description:
A surgeon reports that nine years after intraocular lens (iol) implant surgery, the pt is experiencing blurred vision and a decrease in visual acuity. Moderate opacitifcation was observed in the central optic zone of the iol within the material. The opacification is affecting the iol and to a lesser extent, the capsule.

Event description:
A representative from clinical science visited with the surgeon and the pt. Slit lamp photos were taken of the funds which was clearly visible, ruling out an opacified iol. Additional information provided by the surgeon after the visit by clinical science indicates the pt has a macular edema and the iol is not the cause of the decrease in the pt's visual acuity.